Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing was separated from the cartridge. Reportedly, there was no adhesive present. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Blood glucose was approximately 100 mg/dl.